Event description:
It was reported that the patient needed a total hip replacement surgery. The patient was implanted with a trochanteric fixation nail (tfn) along with a titanium screw and a locking screw. The screw was broken and it was decided to remove the tfn as the total hip procedure was supposed to be performed. The fracture had healed. The nail, screw and a part of the locking screw was removed. The distal tip of the locking screw still remains in the patient; the tfn and titanium screw were intact. The patient was experiencing pain likely due to the broken screw. There procedure was successfully completed, there was no time delay and the patient outcome was reported as good. This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown locking screw/unknown lot. Piece of device left in patient; device not considered explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.